Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device history record review: a device history review was performed and no non-conformances were identified related to the reported condition. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device and determined that it failed visual inspection. It was determined that the device was received in used optical condition, and both pins were missing inside the tool coupling. It was determined that a gauge could be inserted and locked properly; however, the gauge could not be rotated freely inside the coupling and hence no transmission of rotational force could be verified. It was observed that the coupling was fractured, the device had component damage. It was further determined that the device failed pretest for general condition and check the tool coupling. Therefore, the reported condition was confirmed. It was further determined that the root cause related to all the other failures were due to component failure from wear.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The reporter¿s phone number and complete facility address were not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during a tfna (titanium trochanteric fixation) long nail fixation surgery for subtrochanteric fractures, it was discovered that the quick coupling device became idled, and the greater trochanter could not be dug with the starter reamer. According to the reporter, a preoperative operation check showed that the quick coupling was rotating normally. It was further reported that the surgeon replaced the quick coupling with another device and completed the surgery successfully. It was reported that there was a thirty-minute delay to the surgical procedure. It was reported that after surgery, the surgeon made an operation check again and confirmed that the quick coupling was rotating, but the rotation stopped with a slight touch. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.